Event description:
Patient underwent intralase on (B)(6) 2012. Presented at one day post-op with diffuse lamellar keratitis (dlk) right eye (od). Patient mentioned slight scratchiness and hazy vision od. Pre-op uncorrected visual acuity (ucva): od 20/70 left eye (os) 20/80. Post-op ucva: od 20/15 od 20/15. Pre-op best spectacle corrected visual acuity (bscva): od 20/20 os 20/20. Post-op bscva: od 20/15 os 20/15. Patient brought back to the laser suite, flap lift and rinse on (B)(6) 2012. Bcva was 20/15. Dlk and hazy vision was resolved.

Manufacturer narrative:
Evaluation: the equipment was evaluated by a field service specialist (fss) on (B)(6) 2012, to perform a system check. System was tested and meets amo specifications. Note: all pertinent information available to amo at that time of this report has been submitted.